Event description:
It was reported that during a routine clinic visit, the ventricular lead exhibited oversensing. The lead was capped and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.